Event description:
Plaintiff was implanted with a left rejuvenate modular hip stem on (B)(6) 2011. It¿s further alleged that blood work revealed elevated levels of cobalt and chromium. The patient¿s left hip was revised on (B)(6) 2021.

Manufacturer narrative:
Voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated levels is considered to be under the scope of this recall. No further investigation is required.

Manufacturer narrative:
Reported event: an event regarding abnormal ions level involving a rejuvenate modular device was reported. The event was confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal ions level is considered to be under the scope of this recall. No further investigation is required.

Event description:
Plaintiff was implanted with a left rejuvenate modular hip stem on (B)(6) 2011. It¿s further alleged that blood work revealed elevated levels of cobalt and chromium. The patient¿s left hip was revised on (B)(6) 2021.